Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 53 mg/dl at the time of incident and the current blood glucose level was unknown .the customer declined troubleshooting for low blood glucose level. The customer was treated with glucose and food. The device will not be returned for analysis.